Event description:
It was reported, the patient presented at the dr. Office with hip pain. Lag screw appeared to never have been in femoral head. Patient was revised to a total hip the following day.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation revealed that the device did not contributed to the event; concomitant item.

Event description:
It was reported, the patient presented at the dr. Office with hip pain. Lag screw appeared to never have been in femoral head. Patient was revised to a total hip the following day.